Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator (ICD) delivered multiple inappropriate atp therapies. The inappropriate therapies were delivered due to supraventricular tachycardia (svt) episodes being labeled as ventricular tachycardia (vt). Discriminators were failing as the abnormality occurred at high rates and stability was regular. Programming changes were made to increase detection intervals, though not much could be done. Medication to decrease the heart rate was to be prescribed by the physician. The patient was stable and unaware of the episodes.